Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurement of 2231 ohms. The impedance measurement had been 1500 ohms historically. The rv impedance had beens 1598 ohms during the previous session and 1900 ohms at the changeout procedure. It was noted that the chronic rv lead has exhibited intermittent high out of range pacing impedance measurements, with the previous ICD and the current ICD, over the last five years. The cause of the high out of range impedance measurements remains unknown and the physician has opted to continue to monitor the patient. At this time the ICD and chronic rv lead remain in service and no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received from a medical personnel that the ICD and rv lead exhibited an impedance reading of 2160 ohms and has been trending between 2000 to 2250 ohms. The medical personnel noted that the impedance had fluctuated back down within range at one point to 1500 ohms. Boston scientific technical services (ts) suggested bringing the patient in for further testing. The patient was brought in and pocket manipulation showed no noise. Since the patient is considered palliative care, the physician has opted to continue to monitor the situation. The ICD and rv lead remain in service and no adverse patient effects were reported.